Event description:
The reason for call was patient reported that they need to talk with "tech" to fill out a form for their replacement because their current abbott implant is not working. Agent reviewed the information and redirected them to hcp (healthcare provider). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).